Manufacturer narrative:
Investigation is ongoing. Device status unknown.

Event description:
As reported, approximately 4yrs 3m post tavr with a 23mm sapien valve, the valve was explanted. A new valve was placed. The reason for the explant was unknown at the time.

Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3u and the procedural training manual was reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints returned and no product returned was performed. The complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case; valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. The device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for valve degeneration/deterioration was confirmed by medical record. There was no allegation or indication of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. The complaint for svd- degeneration/deterioration was confirmed based on provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, approximately 52months post tavr with a 23mm sapien valve, the valve was explanted. A new valve was placed. The reason for the explant was unknown at the time. On 2/17/2022 the intra operative echocardiogram showed the bioprosthetic aortic valve with severe stenosis and moderate aortic valve regurgitation. There is severe thickening. The av peak/mean gradient 72/37mmhg and the ava vti 0.76cm. As severe stenosis was present on patient thv, it is possible that the pre-existing valvular disease may have contributed to the structural valve deterioration reported. Due to limited information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
On (B)(6) 2022 the intra-operative echocardiogram showed the bioprosthetic aortic valve with severe stenosis and moderate aortic valve regurgitation. There is severe thickening. The atrioventricular peak/mean gradient 72/37mmhg and the arteriovenous anastomosis velocity time integral) 0.76cm2.